Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, as it was still under warranty. Customer was advised on the necessary steps to return the faulty pump and prepare the replacement, including setting up pump configurations and connecting their cgm. Furthermore, it was instructed to contact a healthcare provider since no backup insulin therapy was available.